Manufacturer narrative:
Customer has not yet returned the device to the MFR for device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received stating that the homecare nurse observed a leak in the cuff of the device after an unk amount of time in use. No incident related medical sequela was reported.